Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+1.0/105 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2022. The surgeon noted the lens felt thick, which caused loading and manipulating difficulties. The lens remained implanted. The post-op visual acuity and vault are good. Cause of the event was the device.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).